Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer, which markets the devices in u.s. This report will be amended when our investigation is complete. (B) (4).

Event description:
It is reported that a revision surgery occurred due to the baseplate pulling out of the glenoid.